Manufacturer narrative:
The patient was educated on how testing with a cuff that is too small can cause high inaccurate readings. Once the new livongo monitor has been released with a larger cuff the member will be sent a replacement as a resolution. In the meantime the patient will stop testing with the livongo monitor.

Event description:
The patient stated that they took their livongo blood pressure monitor to their doctor's office to compare against a manual cuff reading, and received a 50 point difference in readings. The livongo blood pressure monitor read 174/97 and the manual cuff read 124/80. The patient disclosed that their doctor was previously prescribing their medication based on the readings that were sent over from the livongo blood pressure monitor. After they compared the livongo monitor to a manual cuff it was determined that the livongo cuff was too small for the member's arm causing higher readings. The patients medication was readjusted to the appropriate prescription based on the manual readings.